Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: stirrer motor did not turn. In order to solve the issue, stirrer motor was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication with livanova field service representative, it was learned that both reported error codes were displayed on patient side, therefore stirring mechanism was affected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in germany. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during priming, the 3t heater cooler returned the pump or stirrer mechanism does not start and uses too much power error message (ee5 and ee6). There was no patient involvement.